Event description:
The surgeon placed the stent into the pt on (B) (6)2009. The pt returned for a ureteroscopy on (B) (6)2009. Upon initiating the fluoroscopy, the surgeon noticed that the entire length of the stent that he had originally placed had migrated into the pt's kidney. The surgeon had to use a flexible ureteroscope and was finally able to extract the stent after a significant amount of time - approx 2.5 hours. The pt was not harmed.

Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.